Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's brother that the patient sought medical attention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 22 mg/dl while wearing the pod between 36 and 48 hours. Patient was unwilling to go to the emergency room, so brother called an ambulance. Paramedics came to patient's home and treated him with glucose intravenously to increase bg levels.